Manufacturer narrative:
End user reported the right front caster wheel had become detached from the unit causing the unit to dip down allowing client to fall out of seating. End user reported that service had been performed on his chair not 2 weeks prior to incident to where the servicing dealer had replaced the casters. Reports from servicing dealer were the left front fork w/caster had become detached due to the bolt on the friction brake having become loose and backed out allowing the fork to fall off. Dealer reports having repaired the chair and returned to the client. As there were conflicting accounts as to what component was affected, permobil attempted to inspect the chair, but could not proceed due to unit having been repaired and returned to client as well as client having obtained legal counsel. Due to units' age and reports of service having been performed on the affected component 2 weeks prior, it is being determined this event was caused by improper maintenance. DHR was reviewed and unit was found to have been built according to specification.

Event description:
Received report that right front caster became detached from the base while client was driving the chair. Report is that chair dipped down allowing client to fall out of seating which resulted in an injury. Client reported to have broken bones in his right hand requiring surgery.